Event description:
It was reported that an ilet user experienced hyperglycemia, with blood glucose elevated to 345 mg/dl and remaining high until a supply change was performed after uncertainty that insulin was exiting the infusion needle on a contact detach set; after guided troubleshooting to purge and reconnect the set, glucose declined to 245 mg/dl with a downward trend. Customer care provided support that included technical support review of pump delivery data and step-by-step infusion set and supply replacement guidance. Investigation of this case revealed that the pump issued insulin as commanded, and the body likely did not receive insulin due to an infusion set or connection issue that was corrected by proper priming and reconnection. No clinical symptoms associated with hyperglycemia. Outcomes included transient elevation of blood glucose without the need for medical intervention or hospitalization. It was concluded that hyperglycemia occurred due to an unclear cause, with probable interruption of insulin delivery to the body despite normal pump function. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.